Event description:
General report received of over-delivery due to the decimal point key "not registering". The customer reported multiple undocumented cases of the decimal point not registering when it is pressed. For example, if the desired program as for 1.5ml/hour, the pump would register delivery at 15ml/hr. The customer could not recall what fluids were being infused or at what rates. There were no reports of any adverse effects to any pts. None of the devices were isolated or identified by serial number; therefore, no devices will be returned for testing and investigation. Though requested, there was no additional info available.